Manufacturer narrative:
As the device was not explanted no device evaluation is possible at this time. As reported in the perceval IFU, stroke is a known potential adverse events associated with cardiac valve replacement with a bioprosthesis. No investigation will be performed and the case will be closed at this time. As reported in the scientific literature "stroke is a devastating complication that may occur early or late after operation in patients with prosthetic heart valves and result from embolism, intracranial hemorrhage, or both although intracranial hemorrhage is a relatively rare event except in elderly anticoagulated patients, an embolic stroke may occur in virtually any patient and with any type of valve prosthesis. Risk factors for stroke in the general population include advanced age, atrial fibrillation, coronary artery disease, congestive heart failure, mitral annular calcification, hypertension, diabetes, and smoking. In patients with prosthetic heart valves, these and other patient-related characteristics could interplay with the design of the prosthesis, the site of implantation, and the adequateness of anticoagulation." Ruel, marc, et al. "Late incidence and determinants of stroke after aortic and mitral valve replacement." The annals of thoracic surgery 78.1 (2004): 77-83. Not explanted.

Event description:
This event was notified to the manufacturer through the (B)(6) registry: a perceval size23mm was implanted (B)(6) 2013 via mini thoracotomy. Post-dilatation ballooning was done. On (B)(6) 2017, the patient exhibited a stroke. This was reported by the site as unknown for device relation.

Manufacturer narrative:
The manufacturer received additional information from the site that at the patient's follow-up visits, this patient not had any adverse events. The clinical opinion of the site is that the stroke is not valve-related. Based on this information, there is known device problem. No device investigation is warranted.